Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called to request a repalcement insulin pump due to loose screws. The call was dropped before the serial number could not be verified and no troubleshooting could be performed. Called the customer back but no one answered. Nothing further reported.